Manufacturer narrative:
The returned linear lead was analyzed, and it was reported that a visual and x-ray inspections confirmed that six cables are fractured at the click site about twenty and a half centimeters from the tip of the distal end. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the click anchor resulting in the cable fractures.

Event description:
It was reported that the patients lead had a several high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will be returned.

Event description:
It was reported that the patients lead had a several high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.